Event description:
It was reported by customer during clinical use that cardiosave hybrid type b plug (iabp) console shut off after gas loss alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.